Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the pendant was worn out. No patient was present. The customer reported the following fault: the pendant experienced a fault where it wouldn't transmit signals to the gantry.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID bi71000529 (lot: 403462716a); product type: 2560-mnav - o-arm system h3: a manufacturer representative went to the site to test the equipment. In summary, the pendant was replaced. Codes fdm b01, fdr c02, fdc d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529, lot/serial #: (B)(6) rev. 1. H2) the pendant was returned for analysis. It was installed into a known test system. The system and pendant booted and readied. All pendant functions actuated correctly. No functional problem found. Visual inspection shows the pendant laminate was lifting/ bubbling up from around the keys and the face of the pendant. Physically damaged of the pendant was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.